Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. This report is submitted on june 06, 2023.

Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). The patient was subsequently treated with steroids (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.